Manufacturer narrative:
The physician reported that the symptoms of the pt had not resolved. Intermittent episodes of fever and skin rashes were reported. The physician prescribed oral cortisone. The physician had no definite opinion to the relationship of the fever and skin rashes to collagen as she did not see the pt.

Event description:
A physician reported a pt who was tested in both forearms in 11, 1996 and was implanted in the lip area and glabella in 12/1996. In 12, 1996, four weeks following implantation, the pt experienced "intermittant swelling and redness" at test and treatment sites which persisted on 9/2/97. The physician diagnosed a hypersensitivity and prescribed oral prednisolone, which was partly effective.